Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 6.2-6.8cm and 8.7-9.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 5.4-6.1cm from the distal tip. The etfe coating was abraded at this location. (B)(4). (B)(6).